Event description:
Fixodent/seabond used when teeth were pulled out. Can't eat certain food products unless it's cut-up or mashed for me. Gums; helps gum bleeds or sore or hands hurts because it's numbing. Leg weakness back pain some day's I don't eat cause of the mouth. Dose or amount: 500 mg. 5x 3x dents. Frequency: everyday. Route: na. Dates of use: #1991 - 2009. Denture adhesive.